Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a routine generator placement, the physician was attempting to connect the new cardiac resynchronization therapy defibrillator (crt-d) to the chronic right atrial (ra) lead, however, the ra lead could not be inserted into the ra port. The physician tried several times to connect the lead to no avail. The crt-d was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.